Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the forward drive did not work on the battery reamer/drill device. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the device had a defective controller, causing it to run only in reverse. It was observed that the gear was worn. It was further determined that the device failed for functional test, check trigger and ecu (electric control unit) function and for function test forward and reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.